Event description:
The device was inserted bareback and the insertion was uneventful. The pt anatomy was not tortuous. During unjacketing of the device, the surgeon experienced difficulty with the retraction. The jacket broke. With the superior hooks exposed, the device could not be safely removed from the pt endovascularly. The surgeon decided to convert the pt to standard open surgical repair. As per current info, the pt is recovering.